Event description:
The iab was inserted into the pt on 9/13/96. The leak alarm sounded on the pump but no blood was seen in the catheter tubing. The pump service rep was called because some blood was noticed in the pump. Another pump was used and the balloon was left in the pt. Some time later, blood was noted in the catheter tubing. The iab was removed and it is unknown if another iab was inserted. It was reported that there was no pt complications as a result of the event.

Manufacturer narrative:
This form was completed by the manufacturer. Section f was also completed by the manufacturer if not nedwatch form was received from the initial reported or product user. Evaluation: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.